Manufacturer narrative:
On nov 13, 2023, additional information was received indicating the explantation surgery is scheduled for (B)(6) 2023. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On dec 5, 2023, additional information was received indicating the impacted product was the right breast prosthesis (mentor memorygel breast implant 27cc, catalog 3507275bc, serial number (B)(6)). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 29, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 275cc breast implant had an area of shell abrasion on the posterior view. In addition, a tear was noted within the shell abrasion measuring approximately 6.6 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 15, 2024, additional information was received indicating the explantation surgery has been rescheduled to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 5627024 number, and no non-conformances were identified. Manufacturing date: aug/29/2005. Expiration date: aug/28/2010. A manufacturing record evaluation was performed for the finished device 5721001 number, and no non-conformances were identified. Manufacturing date: 08/jan/2007. Expiration date: 07/jan/2012. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year-old female patient underwent a breast augmentation revision with mentor memorygel breast implants 250cc and experienced possible rupture (side unknown) post-operatively, which was confirmed during a physical exam. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Device information was provided for each side; however, it is unknown which is the impacted product. Left catalog number 3507250bc. Left serial number (B)(6). Right number catalog 3507275bc. Right serial number (B)(6).